Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited noon sustained right ventricular oversensing due to post paced t wave oversensing. Also the device exhibited noise causing inappropriate automatic mode switch episodes. No intervention was performed and the patient would continued to be monitored.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented remotely via merlin.net transmission and the device exhibited post-paced t-wave oversensing. Programming changes were discussed. No intervention was performed. No further information was available.